Event description:
Complainant alleged that while attempting to treat a 61-year-old female patient, the associated device failed to discharge using these electrode pads. Clinicians indicated they repositioned the same pads and delivered the shock without synchronization in manual mode. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation evaluated the returned electrode pads and the customer's report was not replicated or confirmed. The electrode pads were tested on an analyzer and functionally delivered energy successfully. Visual inspection of the pads observed some discoloration on the foam of both pads but did not observe any irregularities consistent with the customer report. No trend is associated with reports of this type.